Event description:
The replacement device due to a national recall was working fine until last week. Issue: battery on omnipod 5 controller device would not hold a charge for more than 24 hours. Standard is to be 72 hours, but replacement if not for 24. Multiple times at work the battery started to rapidly drain. Brightness had to be put to 10% - barely visible and I needed to leave work early so that I would continue to receive my insulin. Calls: 10/5/2023 - 11:27am - called, spoke w/product support. Determined replacement was necessary and would be shipped expedited with delivery to be on 10/6 or 10/7/2023; 10/9/23 - 8:22am - device not rec'd in the mail as promised, was advised delivery would be tuesday, 10/10/2023; 10/10/2023 - 8:34pm - called and inquired for status of replacement item. Agent tried to replace pod, not device; 10/11/2023 - 7:52am - called, agent would not obtain manager when I asked. I called back two add'l times and was advised item was delivered 10/10/2023, however since I had not received it, a new replacement would be sent with anticipated delivery on 10/12/2023. Poor customer service with potential poor health outcomes due to device failure. Anything you can do to improve this would be excellent as I know this could be a critical issue for many. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).